Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that due the patient's power increase with ldh up to 1200 and inr running 3.0-4.0 with persantine, they were suspicious of thrombus. It was reported that the patient was transplanted on (B)(6) 2012.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.